Event description:
The svc report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt involvement is unk. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the bdu cpb. The unit passed extended self testing.

Manufacturer narrative:
Multiple attempts have been made to try to get pt involvement but no response received from the customer.